Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to locate patient encounter and orders on device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist tss verified that a patient and the associated orders were not appearing on the station. The tss explained that messagecrossing activity confirmed there were no issues with the adt data and the pharmacy information system pis data. The root cause was that the local station clock was delayed by twenty minutes, which prevented the station from recognizing the patient profile and orders as active based on the admission time. The tss updated the network time protocol configuration to correct the devices system time, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.